Event description:
It was reported that a cartridge alarm 20 occurred on the pump. There was no adverse impact to the customer¿s blood glucose level. The customer was instructed to use multiple daily injections as a backup therapy, and technical support arranged to send a replacement pump. The caller was guided on returning the problematic pump and putting it into storage mode before sending it back.